Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that a customer had an issue with a feeding set. The customer reports that the tube detached at the level of the part set to the pump. The smooth part from the bag detached from the stiff part as if there was no welding. There were no consequences for the patient, the device was removed.

Manufacturer narrative:
Submit date: 11/07/2016. One sample (1) was returned for review in relation to this customer concern. Unfortunately, the sample was severely contaminated with congealed feed and as such further testing was not possible. However, on visual examination, the sample has indeed a detached tube. The most likely root cause of this is that there was insufficient bonding agent used during the assembly of this product. A formal investigation has been initiated to determine and implement corrective action in relation to this customer report. Further to this, a quality alert is now raised to communicate this customer concern to all relevant personnel. The device history record review showed that all acceptance criteria inspections per established sampling levels were within acceptable limits during the production process of lot 15a363fhx. Based on the above no further action is required at this time. This complaint will be used for tracking and trending purposes.